Event description:
Underdelivery reported. During routine preventative maintenance testing, the device reportedly failed performance verification testing by delivering below spec. The user facility biomedical engineer reports that there were no pt events reported while the device was in clinical service. Though requested, there was no additional info available.